Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information receieved stated that one of the leads was returned for analysis. It is unknown which lead was returned, therefore both leads are being reported.

Manufacturer narrative:
Patient weight added to the record. Corrected data h6 patient code should have been 2388 in the initial report.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 wherein both leads were explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient's weight. The investigation results are pending.

Event description:
It was reported that one of the implanted leads has high impedance. X-rays were performed, but no abnormalities were observed. Surgical intervention may be taken to address the issue